Event description:
It was reported that the lead was capped due to externalized conductors. Lead was later explanted due to infection caused by a newly implanted system.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.7-15.2cm from the distal tip. The silicone insulation was abraded and the conductor was visible. The etfe coating was intact at the same location. External insulation abrasions were found at 39.5-40.2cm and 43.2-43.5cm from the distal tip consistent with lead friction to the ICD. The etfe coating was intact at all locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.